Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 4965 with device ID (B) (4) was never returned for review analysis. No conclusion could be drawn.

Event description:
It was reported that during the implant procedure that the lv lead was implanted after the "use before date." The lead was capped and a new lv lead was implanted. The lead was not implanted. No patient complications have been reported as a result of this event.